Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events, first event occurred on (B)(6) 2024 and second event occurred on (B)(6) 2024 .first event occurred within 3 hours of insertion and second event occurred after 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was 596 mg/dl at the time of event therefore the patient was treated with correction injection via mdi. The patient replaced the infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1885099. Device 2 of 2.